Manufacturer narrative:
Occupation: synthes employee. Investigation summary: investigation flow: damage. Visual inspection: the 2.5mm hex screwdriver shaft small/qc/165mm was received showing rounding of the distal screw driver hexagonal tip. No other issues were identified with the returned components of the device. Complaint confirmed? Yes. Investigation conclusion: the rounding of hexagon condition of the driver tip is a potential end of life indicator of the screwdriver. After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 314.550, lot: 9562995, manufacturing site: (B)(4), release to warehouse date: july 28, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an inspection, it was noticed that two (2) screwdriver and one (1) screwdriver shaft were stripped and the pin side of the combination t-wrench was stripped. There was no patient involvement. This is report 2 of 3 for (B)(4).